Manufacturer narrative:
(B)(4). Manufactured june 22, 2016 ¿ june 23, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the nurse disconnected the patient from a small volume folfusor, the balloon was full and the drug did infuse through the line. There was no patient injury or medical intervention associated with this event. No additional information is available.